Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge to set energy, failed to discharge, and took an extended time to charge energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5, b6, b7, d5, and h6 (patient code). Evaluation results: the device and multifunction cable were returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device passed all testing including full functionality testing and stress testing without duplicating a malfunction. The device was able to charge to all selected energies, shock at all selected energies, and shows no evidence of long charging times. Review of the device log shows a number of charge and shock events for self tests. There is also evidence that the charge button and energy button was pressed on the device or paddles, but not followed by a shock button press. The device log does not capture what the energy select value is, what the device charged to, or the length of time it takes for the defib to charge. The device passed all testing and was recertified for customer use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to charge to set energy, failed to discharge, and took an extended time to charge energy. Complainant indicated that there was no patient involvement in the reported malfunction.